Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm approximately one month ago. The common iliac arteries were short measuring, 20 mm in length and they had severe tortuosity and no calcification. The ipsilateral iliac limb was 16 mm in diameter at the bifurcation and flared to 20 mm in diameter just before the hypogastric artery. The bifurcated stent was implanted and a 16x24 extension was implanted distally; however, there was a distal type I endoleak due to the anatomy. The physician implanted a 16x13x24 intentionally occluding the hypogastric artery and this successfully resolved the type I endoleak. There was also type ii endoleak that was not treated at this time. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short severely tortuous iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short severely tortuous iliac arteries).